Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 30 mg/dl. It was alleged that the pump was delivering too much insulin; however, tandem technical support evaluated pump data and found that the pump was delivering insulin as intended based off of the customer¿s pump settings. Bg was treated with a glucagon injection prior to arriving at the ER. At the ER, bg was treated with food, orange juice, and intravenous fluids. Reportedly, customer left the ER 2 hours later with the issue resolved and no permanent damage.